Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made, however; the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed february 3rd, 2016.